Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, after performing a software upgrade, the software experiences an unexpected exit when advancing to the equipment setup screen. The navigation system would revert to the launch application screen. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.